Event description:
It was reported to philips the device turned off several times during monitoring a patient while the patient was getting out of bed. The device was in use on a patient and there was no adverse event to patient or user.